Event description:
Customer reported hospitalization due to low blood glucose readings of 20 mg/dl. Customer stated that prior to the hospitalization they ate pizza and bolus for less than the carbs needed. Customer's blood glucose readings dropped and were taken to the hospital. Customer stated that they had an over delivery of insulin. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer mentioned having a small scratch on the screen of the insulin pump. Displacement test and self test were also performed and passed. Customer's blood glucose reading at the time of the call was 277 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.